Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the cubie was broken and opened on its own, but it did not allow the cubie to be released through the on screen prompts. The screen only prompted the user to expose the cubie. This caused the drawer to fail as well. The pocket location that was failing was 8center2_main, drawer 5, pocket d1. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 pocket d1 was failed and unable to recover. A field service engineer replaced four broken half height panels. Powered off the pyxis unit, swapped the full height drawer, inserted the cubies, and powered the system back on. Reconfigured the drawer, which then operated correctly. The customer tested the drawer and confirmed successful operation. The system functioned as intended after the field service engineer repaired the device.